Event description:
It was reported that this right ventricular (rv) lead had dislodged shortly after implant requiring this lead to be repositioned. During the first operation, it was confirmed with an analyzer and fluoroscopy that this lead was fixed and measurements were within range. It was suspected that this event was related to a myocardial issue. No additional patient adverse effects were reported.